Event description:
Chemo to be started via catheter line. Materan given first. Large amount clear liquid noted on pt's top. Went under opsite of line. Infusion stopped. Surgeon notified. Palliative care doctor notified. Catheter discontinued by surgeon. Surgical intervention required for catheter discontinued.